Event description:
It was reported that the patient, implanted in 1998, was not able to hear with the device and that the active electrode lead was found to be partially exposed. The patient was explanted on (B)(6), 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.